Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reporting conflicting sofia sars results for 1 symptomatic patient. The patient's first test yielded a positive sofia sars result and a repeat test with a new patient sample yielded a negative sofia sars result.